Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the lead was found to be fractured. The lead was explanted and replaced. Patient condition was not reported.

Event description:
New information noted that the patient presented remotely via merlin.net. A chest x-ray was performed and the atrial lead was found to be fractured. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
A partial lead with the tip measuring 59.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.